Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer would use the current pump for therapy until the replacement pump was received. Additionally, it was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 135 (mg/dl). Multiple attempts have been made by tandem technical support to gather further information, however no response was received.

Manufacturer narrative:
(B)(4).